Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was feeling sick and vomiting. Her mother stated that they called emergency and were advised to go to the emergency room (ER). Her bg was 400 mg/dl but the cgm was reading 220 mg/dl. At arrival to the ER she was administered high doses of insulin and IV fluid. She was hospitalized from (B)(6) 2021 to (B)(6) 2021. At the time of the report she was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.